Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the customer had issues with low blood glucose. Customer's current blood glucose was 134 mg/dl. Customer treated with food. Caller stated that on (B)(6) 2015, the customer had low blood glucose of 39 mg/dl. Customer treated with juice and food. Customer's most recent set change was on (B)(6) 2015. Customer was not disconnected during the rewind/prime sequence. Caller mentioned that the customer has been working hard sometimes and he doesn't suspend the pump. Customer understands why he may be low at those times. Caller reported that the customer took 20 units of lantus and 4 units of novolog on (B)(6) 2015. Customer hooked up the pump on (B)(6) 215 and woke up with a low blood glucose of 39 mg/dl. Customer had a displacement test and check settings alarms from when they set the time on the pump when they received it. Caller stated that the low blood glucose may not be a pump related issue.